Event description:
A malfunction was reported, identified by malfunction code malf 0, with the reset information provided by technical support. There was no adverse impact to the customer's blood glucose level. The customer did not have their charging supplies, and it was noted that they would call back. Technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.